Event description:
Right knee pain [arthralgia]. Right knee swelling (soft tissue swelling) [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a nurse regarding a (B)(6) female patient, initials (B)(6). The patient's medical history was significant for obesity. On an unspecified date, the patient initiated treatment with synvisc (hylan gf-20) injection in both knees, route and dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, 11 days after the first synvisc injection, the patient developed right knee pain and right knee swelling (soft tissue swelling). It was reported that the patient had eventually completed the entire series of synvisc injections in both the knees. On an unspecified date, right knee pain and right knee swelling got real bad following the third synvisc injection. It was also reported that four weeks post final synvisc injection, the patient received treatment with depo-medrol (methylprednisolone acetate) for right knee pain and right knee swelling. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting nurse did not provide the causal relationship between synvisc with both the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associates with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.